Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing was observed. Technical support was contacted and reprogramming suggestions were provided, however, no intervention was performed. The patient was stable.

Event description:
Additional information received indicated the post-paced t-wave oversensing persisted. The device was successfully reprogrammed to resolve the event.